Event description:
It was reported that the patient presented for remote follow up via merlin.net with noise and low pacing impedance exhibited by the right ventricular lead. No interventions were made. The patient was in stable condition.